Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular (rv) lead dislodgement was noted. The rv lead was revised to resolve the issue. The patient was in stable condition.

Event description:
Additional information received indicated the patient was admitted with chest pain. An echocardiogram was performed, revealing a pericardial effusion due to the dislodged right ventricular (rv) lead. There was no evidence of cardiac perforation. The issue was resolved by explanting and replacing the rv lead.